Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture string an a fractured anchor were returned. The anchor is fractured below the suture window and the prongs on the distal end of the insertion device are deformed. There is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. H11: correction in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder cuff repair procedure, the twinfix fractured. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. The fragments were removed from the patient by tweezers. Bone quality was good. The back up device was used in the original bone hole. No void were left in the patient. The instrument used to prepare the insertion site was a 4.5mm tap. The site was cleared of all debris. Patient status is good. The surgeon was ultimately satisfied with the surgical outcome.